Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified reason. The physician did not know the reason for device replacement. It was noted that the patient was not awake and was likely comatose during attempted device interrogation. No additional adverse patient effects were reported.